Event description:
Boston scientific received information that this device declared end of life (eol). The estimated longevity for this device is 6 and a half years, however prior to replacement indication, the device was implanted for less than 6, which may be an indication of an out of specification condition or advisory behavior. No adverse patient effects were reported and a replacement was scheduled. This product is on the shortened replacement window advisory april 2007 population product advisory that was initially communicated on 4/5/2007.

Event description:
Boston scientific received information that this device was explanted and replaced for battery depletion and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.